Event description:
It was reported that a user observed glucose of 120 mg/dl before eating a sandwich and then a drop to 65 mg/dl, did not enter a meal announcement due to concern that the ilet was delivering too much insulin, and could not dismiss a low glucose alert because the pump displayed a ¿fill tubing¿ screen; the user disconnected, performed a tubing fill until drops were seen, and reconnected, with subsequent glucose of 81 mg/dl, indicating a use-process interaction involving the tubing component. Symptoms included hypoglycemia with reported confusion or disorientation. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to procedure, with the tubing component referenced. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.